Event description:
Subsequent to the initial MDR, additional information became available. It was reported that an unspecified malfunction/issue occurred. The wearable was inserted into the skin. On (B)(6) 2025, it was reported that the pediatric patient experienced a hyperglycemic event while being in an active sensor session. The day of the event the patient was brought to the hospital. The patient would have experienced diabetic ketoacidosis and when a fingerstick was taken the blood glucose reading was 33.0 mmol/l. Ketones were tested and were 6.0 mmol/l. No cgm reading was reported, and it was unknown what the cgm device was displaying at the time of the symptoms. The patient experienced a brief sensor issue that same day, but according to the parents this would not have contributed to the event. The patient was treated with insulin and intravenous and fluids due to dehydration. The patient was discharged the day after the event. At the time of the report the patient was stable. No other details were documented. The root cause of the customer¿s experience was undetermined. An analysis of the data logs was performed for the time in question. The logs indicated that the sensor session began on (B)(6) 2025 at 8:11 pm with transmitter number 150555149247. The sensor session lasted 7 days and 19 hours and ended due to an algorithm detected failure on (B)(6) 2025 at 3:21 pm. There was 1 bg calibration attempted during the sensor session. On the date of the reported issue there were numerous brief sensor issues (noise) found in the data with alerts being triggered when these issues lasted 20 minutes or more. Egvs, within the target range, were also logged during the times in which valid egvs were recorded. No additional patient or event information is available.

Event description:
It was reported that an unspecified malfunction/issue occurred. The wearable was inserted into the skin. On (B)(6) 2025, it was reported that the pediatric patient experienced a hyperglycemic event while being in an active sensor session. The day of the event the patient was brought to the hospital. The patient would have experienced diabetic ketoacidosis and when a fingerstick was taken the blood glucose reading was 33.0 mmol/l. Ketones were tested and were 6.0 mmol/l. No cgm reading was reported, and it was unknown what the cgm device was displaying at the time of the symptoms. The patient experienced a brief sensor issue that same day, but according to the parents this would not have contributed to the event. The patient was treated with insulin and intravenous and fluids due to dehydration. The patient was discharged the day after the event. At the time of the report the patient was stable. No other details were documented. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.

Manufacturer narrative:
(B)(4) h6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
Subsequent to the supplemental MDR, additional information became available. It was reported that an unspecified malfunction/issue occurred. The wearable was inserted into the skin. On (B)(6) 2025, it was reported that the pediatric patient experienced a hyperglycemic event while being in an active sensor session. The day of the event the patient was brought to the hospital. The patient would have experienced diabetic ketoacidosis and when a fingerstick was taken the blood glucose reading was 33.0 mmol/l. Ketones were tested and were 6.0 mmol/l. No cgm reading was reported, and it was unknown what the cgm device was displaying at the time of the symptoms. The patient experienced a brief sensor issue that same day, but according to the parents this would not have contributed to the event. The patient was treated with insulin and intravenous and fluids due to dehydration. The patient was discharged the day after the event. At the time of the report the patient was stable. No other details were documented. A review of performance data shows that the patient experienced several periods of intermittent brief sensor issue on the alleged date of issue on (B)(6) 2025. Although the issue appeared frequently that day, all the periods of brief sensor issue lasted under an hour with the exception of the very last period, which began at 2:21 pm and continued until the sensor failed at 3:21 pm. The patient did not start a new sensor session until the following day. Available estimated glucose values show that the patient's cgm was reading only 11.0 mmol/l at 1:01 pm when his parent had reportedly called for an ambulance. Although his egvs rose slightly after that, data investigation shows that they still only reached 12.3 mmol/l at the highest point at 2:06 pm on (B)(6) 2025. Thus, inaccurate estimated glucose values were determined to be the most likely root cause of the hyperglycemic event. No additional patient or event information is available.